Manufacturer narrative:
Updated data: d4 serial number, expiration date, and unique identifier (UDI). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, into a patient with difficult bicuspid anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed but the balloon did not fully expand. The valve was deployed high on the septal side and low on the mitral side. Following the implant of the valve, a post-implant bav was performed and the inflow edge of the valve dislodged out of the annulus into the ascending aorta. The valve was snared and attempted to be pulled into the descending aorta but it was unable to be pulled farther than the top of the ascending aorta. The valve was left in the ascending aorta as it was not presenting a problem to the patient there. Subsequently, a 29 mm valve was implanted. Following the case, it was determined that a smaller valve could have been used to avoid the dislodge from occurring. It was also reported the annulus was highly calcified. No additional adverse patient effects were reported.